Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was evaluated and it confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available.